Event description:
Reporter said his sensor is not accurate. He also said the sensor burned his skin and caused a permanent damage. He used some kind of cream for the burn but his skin still looks terrible. The inserter does not work and also creates a painful situation.